Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens was explanted from the patient's right eye during secondary surgery for an unknown reason and was replaced with the same model of a different diopter lens. No other information was provided.